Manufacturer narrative:
The reported events were ¿lb micro dislodgment¿ and ¿electrical changes were noted on the post op day 1 check. Qrs morphology changed.¿ as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented post-procedure for a follow-up clinic visit. It was noted that the right ventricular (rv) lead had a micro-dislodgement, which resulted in a change in electrocardiogram morphology from left bundle branch (lbb) capture to right ventricular (rv) septal capture in all pacing configurations, both unipolar and bipolar. The micro-dislodgement was confirmed via electrocardiogram. The lead was explanted and replaced. The patient was in stable condition.